Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited intermittent capture with high threshold of 5.5 v at 1.0 ms and r-waves had diminished to 1.9 mv. The lead was explanted and replaced.

Event description:
After 1 month of implantation, this pacemaker was explanted due to an infection.